Event description:
It was reported that on (B)(6) 2013 the patient underwent stenting in the moderately calcified, left internal carotid artery with one rx acculink stent. Post procedure, the patient had hypotension and bradycardia treated with neosynephrine. The patient also had anemia with low serum hemoglobin and hematocrit levels on (B)(6) 2013. There was no treatment provided for the anemia. On (B)(6) 2013 the patient had generalized fatigue of unknown origin, likely related to lack of sleep during this hospitalization. There was no treatment provided for the fatigue, but hospitalization was prolonged. The hypotension resolved on (B)(6) 2013 and the bradycardia resolved on (B)(6) 2013. The anemia and fatigue are continuing. The patient was discharged home on (B)(6) 2013. There was no additional information provided.

Event description:
Subsequent to the previously filed report, additional information was received indicating that the anemia resolved on (B)(6) 2013.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effects of bradycardia and hypotension are known observed and potential adverse events as listed in the rx acculink carotid stent system electronic instructions for use. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Event description:
Subsequent to the previously filed information, additional information was received indicating that the fatigue resolved on (B)(6) 2013. There was no adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).